Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a mentor memoryshape breast implant 345cc had stickers missing inside the box preoperatively. The physician used a different implant. No patient contact reported.

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Red material was observed on the shell surface. Upon initial inspection, the device appears intact. No package or labels were returned. No other anomalies were discovered. Complaint was not confirmed. At this point is not possible to determine the etiology of the red material found on the device. The device history record ( DHR) of lot number 7340968 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Mentor will continue trending for similar complaints. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. According to the information received, it was reported by the customer the implant was opened and there was no sticker inside the box and the surgeon was not comfortable using the implant. It was also notified that there was no patient contact. Complaint was not confirmed. Manufacturer¿s reference number: (B)(4).